Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via review of cinefluoroscopy. No electrical anomalies were noted. The patient will be monitored.